Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaintcould not be determined.

Event description:
Same case of 6000093-2007-00305. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician placed a taxus express2 2.75x12mm and a 2.75x8mm drug eluting stent to the mid left anterior descending (lad) artery. A thrombosis was found within 24 hours of the procedure. The pt was treated with "balloon and angiojet." The pt's condition is unknown at this time. Additional info has been requested regarding this event.